Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-13. H6: investigation summary: one 24ga bd insyte-n autoguard IV catheter device within a vial and accompanied by an undamaged opened package from product ref. #3381411, lot #1035245 was received by our quality team for evaluation. The unit consists of the needle hub assembly and the safety shield (barrel) and grip. The needle is in the out position and bent at the tip. The bend is most likely from being placed in the vial, as the device fit secure to the area of the bend and there is no mention of needle bent in the customers¿ comments. Visual observation revealed that the activation button is not depressed and the needle is in the fully out position. There are traces of media in the flashback chamber. Microscopic observation reveals evidence of cured adhesive between the hub and the grip that hindered the button from depressing and the retraction of the needle. Functional testing for needle retraction was conducted at which point the button would not depress therefore the needle did not retract as expected, thus verifying the reported defect. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. During manufacturing at the adhesive dispense process, adhesive on the outside of the hub, in the grip and / or the button can occur due to station misalignment and result in the failure of needle retraction. Per the quality control plan inspections for needle retraction and excessive adhesive are performed periodically during the manufacturing process that mitigates the occurrence of this defect. Preventative maintenance (pm) was conducted as scheduled with no deviations. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter: insyte was used for 28g PICC insertion. When needle removed from hub, np tried to deploy protective device but it did not sheath itself. This remained a sharp on her sterile tray.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter: insyte was used for 28g PICC insertion. When needle removed from hub, np tried to deploy protective device but it did not sheath itself. This remained a sharp on her sterile tray.